Event description:
The head of the screw broke during insertion and hardware prominence was reported. Surgical technique is to countersink the screw prior to insertion; countersinking was not performed prior to insertion. User error was confirmed.